Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Anaphylactic reaction to euflexxa injection (difficulty swallowing, breathing, throat tightening) [anaphylactic reaction]. Indication for use is torn meniscus [off label use of device]. This serious regulatory authority, spontaneous report was received from a consumer in united states. This report concerns a patient of unknown age and gender who experienced an anaphylactic reaction to euflexxa injection (difficulty swallowing, breathing, throat tightening) and off label use of device, indication for use is torn meniscus, during treatment with euflexxa (sodium hyaluronate) solution for injection 1 %, unknown dose, for meniscus injury from an unknown start date to an unknown stop date. On an unknown date, the patient experienced an anaphylactic reaction to euflexxa injection (difficulty swallowing, breathing, throat tightening) and off label use of device, indication for use is torn meniscus. It was reported that the anaphylactic reaction took place twenty minutes after the injection. The anaphylactic reaction to euflexxa injection (difficulty swallowing, breathing, throat tightening) was medically significant. Action taken with euflexxa was unknown. At the time of this report, the outcome of anaphylactic reaction to euflexxa injection (difficulty swallowing, breathing, throat tightening) was unknown, the outcome of off label use of device, indication for use is torn meniscus was unknown. Concomitant medication was not reported. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unassessable. Other case numbers: case number, others = mw5062183. This ae occurred in the us and concerns the medical devic eeuflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive, because it did not occur in a EU + efta country and did not result in a corrective action by the no corrective action was done by the manufacturer or requested by regulators. (B)(4).